Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in this incident, it was determined that there was a controller board failure in the drawer, which caused the entire unit to go offline and overloaded the station's power supply, leading to the station shutting down. A field service engineer identified the failed drawer through a process of elimination and inspected both controllers. Due to uncertainty in testing, both controllers were replaced entirely to ensure the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not powered on. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.